Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin ever squirt out instead of drip when priming the insulin pump. The customer blood glucose level was unknown. Customer stated that insulin pump reject new battery also scratches on the insulin pump. Customer stated that backlight still work properly had an unexplained or random no delivery alarm. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device failed to power up due to corroded battery tube compartment noted. Unable to verify battery last less than expected, prime/fill anomaly, no delivery or back light anomaly.